Manufacturer narrative:
The customer replaced the reagent cassette with a new one (lot 574735) due to qc being out. The customer states they have not experienced any further issues since. The last calibration was performed on (B)(6) 2022 met acceptance criteria with no alarms. The investigation noted the signals for the affected cassette were much lower when compared to the previous calibration history. The qc met acceptance criteria prior to the event. The qc was out of range for all levels when the customer reran the qc after the event occurred. The customer declined a field service engineer (fse) visit as they resolved the issue by replacing the affected reagent with a new cassette.

Event description:
There was a complaint of questionable vancomycin results for 4 patients tested with cobas 6000 c501 module serial number (B)(4). The questionable results were reported outside the laboratory. The pharmacist questioned the results which prompted a repeat. The patients¿ samples were repeated for a second time on a different c501 module. Patient 1¿s initial result was < 4.0 ug/ml accompanied by a data flag; the first repeat result was 4.2 ug/ml, the second repeat was 11.1 ug/ml. Patient 2¿s initial and first repeat results were < 4.0 ug/ml accompanied by a data flag; the second repeat was 20.3 ug/ml. Patient 3¿s initial result was < 4.0 ug/ml accompanied by a data flag; the first repeat result had no numerical value but was flagged by a data flag, the second repeat was 19.7 ug/ml. Patient 4¿s initial and first repeat results were < 4.0 ug/ml accompanied by a data flag; the second repeat was 14.6 ug/ml. The customer believes the second repeated result to be correct.